Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) results for approximately 70 patient samples. After the issue was noticed, the samples were rerun and the reports were amended. Customer stated that both analyzers in the laboratory were calibrated and quality controls were run, but that both levels were low. Customer then ran the patient samples and reported the results despite these low levels. When the next shift discovered the issue, the system was recalibrated, and the quality controls were acceptable. The samples were then rerun and the reports were amended. Customer resolved the instrument issue prior to contacting beckman coulter, inc. By recalibrating the instrument. Based on the information provided by customer, the customer technical specialist (cts) theorized that the operator of the instrument may have used incorrect solutions to calibrate the ion selective electrode (ise). However, the root cause of the instrument issue cannot be determined for certain with the information available. Customer confirmed that the instrument is performing acceptably, and that patient treatment was not affected.